Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider did not have a serial number or model but alleges the end user calls in a request to replace a back.